Event description:
The patient originally had 2 leads (from the same lot) implanted and both leads were returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced a loss of stimulation. Diagnostics indicated invalid impedance readings on a single contact. Surgical intervention was undertaken on (B)(6) 2016 and intraoperative testing was only able to provide suboptimal therapy with one lead and no stimulation was possible with the second lead. Both leads were explanted and replaced which restored effective therapy. Additionally, diagnostics testing with the replacement leads indicated impedances within limits.